Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022 with a nasal swab. The consumer reportedly performed two tests using binaxnow covid-19 antigen self-test assay on (B)(6) 2022 and (B)(6) 2022 generated positive results. Confirmation testing via different brand (flowflex) was performed on (B)(6) 2022 and generated a positive result. The consumer was previously prescribed amoxicillin for a sinus issued on (B)(6) 2022. There was no negative impact to the consumers care and no delay or missed treatment as a result of the test.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Manufacturer narrative:
Initial lot number 189852 provided was not used in the false negative result. Customer clarified that lot number 189609 was used in the false negative result. Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 189609 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 189609 and device part number 195-430h / lot 185144. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 189609 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : device discarded; single-use device.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test assay performed on 07dec2022 with a nasal swab. The consumer reportedly performed two tests using binaxnow covid-19 antigen self-test assay on 06dec2022 and 07dec2022 generated positive results. Confirmation testing via different brand (flowflex) was performed on 02dec2022 and generated a positive result. The consumer was previously prescribed amoxicillin for a sinus issued on 02dec2022. There was no negative impact to the consumers care and no delay or missed treatment as a result of the test.